Event description:
Staff setting up for bronchoscopy noted that the wax plug was missing from the microbiology brush. The device never came into contact with the patient and the patient wasn't affected by this event. Staff obtained another brush to set up for the procedure.